Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced dyskinesia in their left hemisphere. The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification of the issue. The etiology was related to the device/therapy, not related to the implant procedure, and not due to programming; the patient's most recent programming/interrogation date prior to the event was on (B)(6) 2016. The actions/interventions taken to attempt to resolve the issue included reprogramming the patient to decrease the voltage from 2.5 to 0.5 on (B)(6) 2016 and decreasing the patient's levodopa dose on the same day; the issue was resolved without sequelae on (B)(6) 2017. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that after surgery, the patient was "much more compromised" with persistent dyskinesia on the left side of their body. It was also noted that when the patient has to bathe or "have to do everything, they notice it a lot"; the patient was "more committed after surgery". No further complications were reported/anticipated. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the signs / symptoms of the event was updated to persistent dyskinesias post-surgery on the left side. The family also communicated that they had to bathe / do everything for the patient as they noticed that the patient was unable to do usual activities. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.